Event description:
Caller states that the patient tested 1.5 inr and .9 inr on the same device during duplicate testing. The patient was retested due to device results: 1.5 inr and 1.2 inr. A comparison lab returned as 1.8 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strips lot producing results of .9 inr/1.2 inr: 372a-d3, 1/08.